Manufacturer narrative:
One 3i t3® non-platform switched tapered implant bound to an unknown abutment and a dental crown were returned. Complaint was non-verifiable in the returned state, as the internal state of the implant and abutment cannot be confirmed since they are fixed together. The part and lot numbers of the abutment screw was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿

Manufacturer narrative:
Product not returned to manufacturer. The bost485 implant associated with this event will be reported as a serious injury on(B)(4) 2017 asr. Product not returned to manufacturer.

Event description:
It was reported that unknown abutment did not thread properly, consequently the dentist applied extra force in order to engage. The dentist believes that internal threads of the implant were damaged. Implant was removed.